Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hyperglycemia hospitalization at a time when he attempted, was unable to use the compact system due to no power. A request was made for the return of the system and a replacement was sent.